Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed, and was due to a damaged charged cable device unit which caused the image to disappear during anglulation in the up direction. As for the sharp forceps stopper, this was found and due to a shaved port. The additional findings are as follows: due to wear of the angle wire, bending angle in the up direction does not meet the standard value, due to damage on the channel tube, the forceps cannot be inserted smoothly, the connecting tube had a dent, the connecting tube had coat peeling, the control unit had a scratch, the switch box had a scratch, the grip had a scratch, the angulation lever had a scratch, the up/down plate had a scratch, the insertion tube rotation ring had a scratch, the universal cord had a scratch, the light guide cover glass had discoloration, the suction connector had a scratch, (n.) And the suction connector cover unit had a scratch. A review of the device history record found no deviations that could have caused or contributed to the customer reported image issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was presumed that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit (ic) chip and capacitor, mounted on the electric circuit board had a defect. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when the angle of the evis lucera elite bronchovideoscope was set to close-up, the screen did not show up. The issue occurred during inspection for use for an unknown procedure. There were no reports of patient harm associated with the event.